Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Customer's bg was 52 mg/dl, requiring intervention by customer's husband who provided apple juice to address bg. Tandem technical support assisted customer in adjusting settings to match their healthcare provider's recommendations.